Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided. Device evaluated by MFR: the device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.functional testing was completed by inserting a guidewire through the port, while inserting the guidewire it got stuck on some dry blood but was pushed out and the guidewire was placed with not issues.

Event description:
It was reported that balloon damage occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for a stenting procedure in the carotid artery. During preparation, the balloon was found to be damaged. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable. It was further reported that the issue was with the guidewire as it could not enter the balloon catheter.

Event description:
It was reported that balloon damage occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for a stenting procedure in the carotid artery. During preparation, the balloon was found to be damaged. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable. It was further reported that the issue was with the guidewire as it could not enter the balloon catheter.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon damage occurred. A 4.0mmx20mmx135cm (4f) sterling balloon catheter was selected for a stenting procedure in the carotid artery. During preparation, the balloon was found to be damaged. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable.